Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was "malfunctioning." The lead was removed and replaced. Follow-up was conducted to obtain information on the patient and whether the event was lead related, but the attempts were unsuccessful. No patient complications have been reported as a result of this event.